Event description:
It was reported that an ilet connector struck the floor after the device fell from a coffee table, resulting in a cracked and snapped connector; the user replaced supplies shortly after and blood glucose control was not impacted. Symptoms included no adverse physiological effects. Outcomes included no interruption of insulin therapy and no need for medical care. Investigation included customer interview and review of device use. Investigation of this case revealed physical damage to the connector consistent with impact. It was concluded that the event was due to accidental damage with no device malfunction, and replacement connectors were shipped.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.